Event description:
This is filed to report clip interaction with chordae, gripper actuation issue, and chordal rupture. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) grade of 4 with prolapsed posterior leaflet. During positioning, it was noted that the steerable sleeve was difficult to curve when the m-knob was turned. After the clip was advanced to the mitral valve, difficulty grasping the leaflets was experienced. The tendon cord was interfering when grasping. At that point, one of the grippers stopped working and chordal rupture was observed. The clip was removed, and another clip was used to complete the procedure. The clip was implanted a2/p2, reducing mr to grade 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated, and the difficult or delayed positioning associated with leaflet grasping and difficult to remove from anatomy appear to be related to patient conditions and due to tendon chord interfering when grasping. A cause for the difficult or delayed positioning associated with difficulty curving the sleeve and single gripper actuation issue, however, cannot be determined. Unspecified tissue injury appears to be due to difficult to remove the clip (clip interacting with anatomy) and is therefore related to procedural conditions. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.